Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by patient described as home patient did not wear a mask while performing pd therapy. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient from (B)(6) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. Per a health professional from (B)(6) , on an unreported date, after the patient initially started on pd therapy, the patient did not wear a mask while performing therapy which caused the patient to experience peritonitis eleven days later. One day after being diagnosed with the peritonitis, the patient was treated with vancomycin injection (inj) 1g (frequency and lot not reported), reflin, 1g, once daily (od), inj, (lot not reported), ecomer, 1g, od, inj (lot not reported), amitax, 100mg, inj, od (route and lot not reported) and heparin 500 iu (international unit) for peritonitis (route and lot not reported). Concomitant therapy was not reported. At the time of the report, dianeal therapy was ongoing and the patient was recovering from the peritonitis. It was not reported whether the patient was retrained in proper aseptic procedures for performing pd therapy. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the home patient was re-trained in proper aseptic procedures for performing peritoneal dialysis therapy. Additional information was requested but is not available.